Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309657 batch#: unknown it was reported that the bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: complaint received via rcc received a complaint via email. Caller reported he can't fill syringe because when you put insulin in just empties syringe out with how many syringes/needles did the caller experience the issue? - 2 did all issues occur on the same day? ¿ yes was the syringe/needle reused? - no product with issue - bd 3ml syringe, pn 309657 is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. (B)(6). Product lot # - 230304 did issue cause any injury? - no how did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Resolution ¿ customer requested replacement needles. Cts to send 2 pack goodwill order. No further tandem follow up is required."

Manufacturer narrative:
(B)(4) correction. Following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.